Event description:
It was reported that this pacemaker was suspected to be prematurely depleting due to an unusual high number of atrial tachycardia response episodes. At this time, no intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported.